Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d154vwc implantable cardioverter defibrillator (B)(6) 2007. (B)(4).

Event description:
It was reported that the rv and scv coils had intermittant high impedance. The lead remains in use. No patient complications have been reported as a result of this event.